Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileostomy closure procedure, on the initial fire, the staples did not completely close or form towards the distal tip of reload. The surgeon completely fired the device and retracted the knife blade, but only 2/3 of staples formed. This was the original insert in device. The stapler was fired across the small bowel. No different sounds were heard. The device did not fire across a staple line. The surgeon further dissected the bowel and fired below the previous staple line with a new device. There were no patient consequences.